Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro while at a bench repair facility, indicating that the device touchscreen/display had physical damage causing the touchscreen to not hold calibration. There was no patient involvement, therefore no health consequences or impact.